Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-83422) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
Following an rf ablation procedure, the patient developed a post-procedure pericardial effusion requiring a pericardiocentesis. The patient developed chest pain in recovery. An echocardiogram was performed and confirmed a pericardial effusion at the septum. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-83422) is an ous configuration not available in the us and is therefore not referenced in the gudid database.